Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the meter was not returned with the pump. During investigation, a review of the pump history showed the last bolus and the last basal were delivered on (B)(6) 2013. There was no activity related to the complaint recorded in pump history; only normal use was observed. The boluses and basal added up appropriately to total the total daily dose, showing the pump was delivering accurately until the last date used. The pump successfully passed a 29 hour flow accuracy test with no alarms occurring during testing. The pump was found to be operating within required specifications and delivering accurately. The issue of inaccurate delivery was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump was not functioning appropriately; no details were provided. There was no reported patient injury associated with this issue. The technical service representative contacted the patient to obtain further information and troubleshoot the pump; however was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.